Event description:
It was reported that: pt has been in constant pain since having surgery. Pt is reporting having a throbbing ache. Pt is also complaining of stiffness, walking on a bruise and numbness when she is inactive for periods of time. Pt states that she has pain in her femur area. Pt also states that she can't stoop, squat, use a ladder, pull, or lift. Bending at the waist feels like it is touching her hip and that the implant is loose. Pt states that she has had blood work, x-rays and MRI done. The x-rays and MRI shows no mass. The blood work from (B)(6) 2012, show that cobalt levels are at 14.3 and the chromium level is at 2.0.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.